Manufacturer narrative:
Explant date: (B)(6) 2019. The explanted devices was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.